Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 1098.2 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient came in for a refill and the concentration was adjusted so a bridge bolus was programmed. The hcp stated after 44 minutes of the bridge elapsed, they printed the report which showed 24 hour dose during bridge as 0.00, duration 0 etc. The hcp was worried something was wrong so they canceled the bridge and called. Technical services calculated a new bridge for patient (0.011 ml had been dispensed). Technical services calculated new bridge volume of 0.356 ml. Technical services had the hcp check new report and confirmed the values for dose and duration were not 0. The hcp was in a rush but technical services asked if the hcp had time to call back so pump logs could be given to health care information technology (hcit). Additional information received from a health care provider (hcp) indicated that according to the session long report on (B)(6) 2025 code 529 - "caution: the pump motor has stalled and recovered. This can be caused by a magnetic resonance imaging (MRI) scan" was seen.

Manufacturer narrative:
Continuation of d10: product ID a810 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software h6 correction: reportable codes added for a810 - pli 20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient did not experience any symptoms related to the print report showing bridge/duration as 0, cancelling the bridge bolus and the 529 motor stall recovery code. The cause of the bridge/duration as 0 and the 529 motor stall recovery code was not determined. Diagnostics/troubleshooting performed included the bridge bolus being manually programmed. It was indicated that the print report showing bridge/duration as 0 and the 529 code resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.